Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device with a highest recorded blood glucose (bg) of 379 mg/dl. The event occurred after breakfast. A site change was performed, insulin delivery resumed, and bg returned to range. No damage was observed to the removed infusion set. No medical intervention was required.